Manufacturer narrative:
H.6. Investigation: four 03501412321h samples from lot 20190401 were received for investigation. Three of the samples were received in sealed packaging and one sample was received in open packaging with residual medication within the device. A visual inspection confirmed the customer¿s experience as a region of tubing was flattened above the roller clamp. Functional testing was performed with a gravity infusion bag and the flattened region was shown to be causing a complete occlusion in the tubing, this was further confirmed by attaching a retained bd 50ml syringe to the male luer end of the device and attempting to draw fluid through the device. A small part of the flattened region also had slight tearing in the tube. The three unused samples were then inspected for any signs of flattened or occluded tubing and no defects were observed that would have caused or contributed to the customer¿s experience; functional testing was also performed with a gravity infusion bag and there was no sign of occlusion within any of these unused devices. A review of the production records as well as testing performed on retained samples from lot 20190401 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that pressure set 15 m bcv priming cap 185cm was clogged on 5 occasions. The following information was provided by the initial reporter: 11/18/2020 new updates: the tubing of the infusion system was flat/kinked before use in the packaging. The part where this occurred remained like that. The necessary flow rate is not possible. The drip chamber contains vancomycin. The issue was noted before the use on the patient, the procedure was repeated with a new system. The tube of the infusion system is pressed in and this pressure point has remained in the tube. A required flow rate is not possible. The contents in the drop chamber are vancomycin. Ae questions answered with yes: erroneous results: a new infusion had to be prepared. Course of treatment changed due to event: the patient was supplied with the new infusion. Safety issue: the infusion line was not open and the product could not be administered. All the other are answered with no.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pressure set 15m bcv priming cap 185cm was clogged on 5 occasions. The following information was provided by the initial reporter: 11/18/2020 new updates: the tubing of the infusion system was flat/kinked before use in the packaging. The part where this occurred remained like that. The necessary flow rate is not possible. The drip chamber contains vancomycin. The issue was noted before the use on the patient, the procedure was repeated with a new system. The tube of the infusion system is pressed in and this pressure point has remained in the tube. A required flow rate is not possible. The contents in the drop chamber are vancomycin. Ae questions answered with yes: erroneous results: a new infusion had to be prepared. Course of treatment changed due to event: the patient was supplied with the new infusion. Safety issue: the infusion line was not open and the product could not be administered. All the other are answered with no.